Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, noise was observed on the right ventricular and atrial leads with automatic mode switching on the atrial channel. The leads were capped and replaced to resolve the issue. The patient was stable with no adverse consequences. Related manufacturer reference number: (B)(4).

Event description:
During device replacement due to normal battery depletion, noise was observed on the right ventricular and atrial leads with automatic mode switching on the atrial channel. The leads were capped and replaced to resolve the issue. The patient was stable with no adverse consequences.